Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring stuck button alarm. The customer¿s blood glucose was 267 mg/dl at the time of incident and declined troubleshooting for high blood glucose reading. Customer stated that the insulin pump button was not pressed for 3 minutes or longer and was not exposed to a change in altitude. Customer also mentioned that he had a CT scan while the insulin pump was connected to him. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.